Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item # 00430904300, base plate drill guide 1, lot # unk. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05688.

Event description:
It was reported that during a right reverse shoulder procedure, the pin became jammed in the guide at the time of insertion. The surgery was successfully completed, and there were no reported patient consequences as a result of the malfunction. Attempts have been made and no further information has been provided.